Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform curved tip stapler 45 instrument did not replicate the surgeon's movement on the surgeon side console. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the sureform curved tip stapler 45 instrument did not replicate the surgeon¿s movements on the console. The instrument did not replicate intuitive movements. It moved in an unintended direction.

Manufacturer narrative:
Based on the claim against the sureform curved tip stapler 45 instrument by the customer noting the instrument unintuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform curved tip stapler instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler curved-tip instrument involved with this complaint and completed the device evaluation. The instrument was found to have 3 engagement failures based on log review and was replicated during in-house testing. Log review shows error code 22020 indicating "installed sureform 45 curved-tip failed to engage on universal surgical manipulator (usm) 1 (wrist pitch axis failed to engage)". The instrument was placed on an in-house system and failed the engagement tests on multiple attempts. The probable root cause of this failure cannot be determined at this time. Additional observation not reported by the site: the instrument was found to have a broken snake wrist cable at the distal end, likely causing the engagement failures. The wrist cover was removed in-house and found the snake wrist cable in position 2 was broken. The pivot ID is 6 and is distal facing. The root cause of this failure is attributed to component failure.